Event description:
Details: in 2000 the patient underwent an op-cab procedure with a lima graft to the lad coronary artery. "Wires" were placed in the patient's chest for the purpose of approximation. Reportedly, the wires subsequently "came apaprt prematurely" and caused the patient to require further surgery to treat the event.